Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the "pt arrived at dialysis unit for treatment and while assessing left femoral permcath site it was found that the blue hub with wings slid down the catheter to the venous/arterial ports with suture intact on wings. The cuff was exposed and catheter had slid approx 2-3cm out of the exit site. Pt taken to interventional nephrology suite and a permcath change over was initiated."